Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, while in use, the physician noticed that the sep8 bulb ripped off of the sep8 wire. Therefore, the physician removed the bulb using a snare device and aspiration. The procedure was completed using a balloon catheter. There was no report of an adverse effect to the patient.